Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise, leading to pacing inhibition. The patient was asymptomatic. Corrective programming changes were made and no patient consequences were reported.